Event description:
The additional information were received that the physician believed that the increase in seizures may be due to the generator being at end of service, dilantin toxicity or psychogenic non-epileptic seizures. Product analysis was complete on the generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was initially reported that the patient was experiencing an increase in seizures, unknown if above or below baseline. The relationship of the increase in seizures to vns is unknown at this time. It was also reported that the patient's magnet was not working 5 out of 6 swipes. It is unclear at this time what is meant by "not working" if it means that the magnet activations are not stopping seizures, the patient is not feeling stimulation or that the generator is not stimulation with magnet swipes. Surgery is planned but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that indicated that indicated that the patient had a generator replacement. The generator was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.